Manufacturer narrative:
This event occurred in sweden involving a 7-1/2-year-old dolomite symphony rollator. Invacare is filing this medwatch due to the rollator was also sold in the u.s by (B)(4). This device was manufactured at invacare rea ab in sweden in 2014. The device has not been returned to invacare. Based on the received information, previous similar incidents and the age of the rollator, we assume that the breakage of the right fork was a result of impact, overload followed by fatigue. We conclude, that the combination of multiple stress factors by transportation and usage had been affecting the fork over the long time of usage beyond the expected service life, of with the consequence of a breakage. Per the user manual, there is a 2 year warranty from the date of delivery. Damage caused by wear to items such as wheels, handles and brakes is not covered by the guarantee.

Event description:
Sequence: while the patient was sitting on the 7-1/2-year old dolomite symphony rollator, the right castor fork broke off, and the patient fell to the ground, hitting their left hip.